Manufacturer narrative:
(B)(4). This complaint for a report of use error failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The home patient (hp) was contacted by baxter product surveillance (bps) on (B)(6) 2011 to follow-up on a check supply line alarm that he had had on his homechoice. The hp stated that in order to resolve check supply line alarms in which there is only solution left in the heater bag, he uses the heater bag to substitute 1000ml of solution into the supply bag. The patient was contacted again on (B)(6) 2011, and he clarified that he hooked on an extra drain bag onto the white line and then placed the other white line to the heater bag. The hp then placed the white line from the heater bag back onto the supply bag. Bps advised the hp of the contamination risk and to call in to baxter whenever he has an alarm in order to troubleshoot. There were no adverse effects reported in relation to this incident. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.